Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a lasso¿ electrophysiology catheter with auto ID; it seemed the shaft was detaching and also a deflection issue also occurred. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device and preliminary evaluation found that nitinol assembly has insufficient pu, causing the shaft to move on its axis of the catheter loop. This finding is reportable because it could potentially contribute to a serious injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a lasso electrophysiology catheter with auto ID; it seemed the shaft was detaching and also a deflection issue also occurred. There was no patient consequence. This event was reported because the bwi failure analysis lab received the device and preliminary evaluation found that nitinol assembly had insufficient pu which was thought it could affect the integrity of the device. After completing the investigation, it was concluded that the insufficient pu caused the loop to spin and it was determined that the tip of the catheter was not detaching or had any damages that could compromise the integrity of the device. Based on these findings the potential risk to the patient was assessed as low. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and stress marks were found on the lasso loop. Per the event, a deflection test was performed and the catheter passed. However, the catheter was dissected due to the stress marks and was found that the lasso loop assembly had insufficient pu on the inner transition between the tip and loop, causing the movement on its own axis of the lasso. The lasso loop is completely attached and there is no compromise of the integrity of the device, it is externally anchored to shaft by a pu dome. An internal corrective action has been created. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been created to continue investigating.